Manufacturer narrative:
The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and confirmed as follows; there was no irregularity in the channel from the instrument channel outlet to the suction connector. There was no stain, foreign material, and scratches around the instrument channel and cylinder. The distal end had a scratch. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for pseudomonas aeruginosa (100 cfu) and klebseilla pneumoniae (1 cfu). After reprocessing at the user facility, the user conducted the additional microbiological testing. As a result of the additional microbiological testing, the sample collected from the instrument channel of the subject device tested positive again for pseudomonas aeruginosa (100 cfu) and klebseilla pneumoniae (1 cfu). The device had been reprocessed with an olympus automated endoscope reprocessor model, oer-4 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device was returned to the repair center of olympus for repair. According to the inspection, the repair center of olympus found the following. Angulation degree is low. Angulation has a play. The glue of the bending section rubber has deterioration. There is scratch at the insertion section, the endoscope connector, and the objective lens. The exact cause of the reported event could not be conclusively determined. There were no further details provided. If significant additional information is received, this report will be supplemented.